Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn tgxp12225) displayed "factory configuration not complete" was confirmed during functional testing. The root cause of the reported complaint was that the console lost its calibration data, most likely due to an intermittent connection between the processor board in the display head and the I/o board. A review of the event log showed no significant error messages or discrepancies. During functional testing, the thermogard system displayed "factory configuration not complete", confirming the reported complaint. After recalibrating the thermogard system, it successfully passed all subsequent functional tests. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
Biomed reported that during an annual in-house preventative maintenance, the thermogard xp ivtm system (sn (B)(6)) displayed "factory configuration not complete." The thermogard system was re-powered, but the issue persisted. No patient involvement.